Event description:
It was reported that the device picks up speed during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event of device picking up speed could not be confirmed by the technician or diagnostic engineer through functional evaluation, disassembly and visual inspection. The device performed as designed and the components were conforming. The device was cleaned, lubed and adjusted. It was returned to the account after passing final inspection.

Manufacturer narrative:
The device has not been received at the manufacturer for testing.  An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device picks up speed during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.